Event description:
It was initially reported that while in use in a patient the cs100 intra-aortic balloon pump (iabp) shut down. There was no harm or injury to patient and no adverse event was reported. Subsequently it was further reported that on (B)(6) 2019 around 7:00 pm, this iabp unit was used in the patient with acute myocardial infarction associated with reduction in blood pressure. Percutaneous coronary intervention was performed. The patient was transferred to intensive care unit (ICU) with connecting to this iabp unit and has been monitored. On (B)(6) 2019 at 1:31 am, it was noted that the monitor display got black out and pumping stopped without audible alarm. A nurse realized and reported to clinical engineer immediately. The iabp was once turned off and on again. The pumping was re-started approximately 3 minutes after the initial pumping stopped. However, reduction in blood pressure was observed in the patient. Then this iabp was replaced to another iabp. On (B)(6) 2019 at 2:31 am, this iabp was transferred from ICU to clinical engineering department in this facility and running test was performed to confirm this issue. On (B)(6) 2019 at 1:01 pm, the reported issue was replicated. This iabp was once turned off and on normally. Reportedly, the patient expired on an unknown date. Neither the cause of the patient's death nor the detailed information were disclosed. The relationship of the event to this iabp unit is unknown.

Manufacturer narrative:
The supplier returned the solenoid driver board and advised that they could not verify the reported failure. A senior repair technician of the national repair center (nrc) installed the board into a cs100 test fixture and tested to factory specifications per cs100 service manual. The board passed testing, and is being scrapped and retained in nrc per procedure.

Event description:
It was initially reported that while in use in a patient the cs100 intra-aortic balloon pump (iabp) shut down. There was no harm or injury to patient and no adverse event was reported. Subsequently it was further reported that on (B)(6) 2019 around 7:00 pm, this iabp unit was used in the patient with acute myocardial infarction associated with reduction in blood pressure. Percutaneous coronary intervention was performed. The patient was transferred to intensive care unit (ICU) with connecting to this iabp unit and has been monitored. On (B)(6) 2019 at 1:31 am, it was noted that the monitor display got black out and pumping stopped without audible alarm. A nurse realized and reported to clinical engineer immediately. The iabp was once turned off and on again. The pumping was re-started approximately 3 minutes after the initial pumping stopped. However, reduction in blood pressure was observed in the patient. Then this iabp was replaced to another iabp. On 16 september 2019 at 2:31 am, this iabp was transferred from ICU to clinical engineering department in this facility and running test was performed to confirm this issue. On 16 september 2019 at 1:01 pm, the reported issue was replicated. This iabp was once turned off and on normally. Reportedly, the patient expired on an unknown date. Neither the cause of the patient's death nor the detailed information were disclosed. The relationship of the event to this iabp unit is unknown.

Manufacturer narrative:
We have not received the solenoid driver board from the respective supplier due to the ongoing impact of the 2019 coronavirus disease (covid-19) outbreak. Local, state, and national governments around the world have issued work and travel restrictions, and as a result, iabp hardware parts in transit for evaluation to getinge may be subject to significant delay of few months or possibly longer. The outbreak has impacted getinge¿s ability to receive and perform part evaluations necessary to complete the complaint investigations. We are relying on the evaluation provided thus far by our national repair center and will submit a supplemental report if additional information is made available.

Event description:
It was initially reported that while in use in a patient the cs100 intra-aortic balloon pump (iabp) shut down. There was no harm or injury to patient and no adverse event was reported. Subsequently it was further reported that on (B)(6) 2019 around 7:00 pm, this iabp unit was used in the patient with acute myocardial infarction associated with reduction in blood pressure. Percutaneous coronary intervention was performed. The patient was transferred to intensive care unit (ICU) with connecting to this iabp unit and has been monitored. On (B)(6) 2019 at 1:31 am, it was noted that the monitor display got black out and pumping stopped without audible alarm. A nurse realized and reported to clinical engineer immediately. The iabp was once turned off and on again. The pumping was re-started approximately 3 minutes after the initial pumping stopped. However, reduction in blood pressure was observed in the patient. Then this iabp was replaced to another iabp. On (B)(6) 2019 at 2:31 am, this iabp was transferred from ICU to clinical engineering department in this facility and running test was performed to confirm this issue. On (B)(6) 2019 at 1:01 pm, the reported issue was replicated. This iabp was once turned off and on normally. Reportedly, the patient expired on an unknown date. Neither the cause of the patient's death nor the detailed information were disclosed. The relationship of the event to this iabp unit is unknown.

Manufacturer narrative:
The part that was removed from the unit as a precautionary measure was returned to getinge's national repair center (nrc) for failure investigation. A senior repair technician of the nrc inspected the solenoid driver board and no visual damage was observed. The technician then installed the board into a cs100 test fixture and tested to factory specifications per cs100 service manual, and the board passed testing. The nrc could not verify the reported failure " unexpected unit shutdown without an audible alarm" and has sent the board to the supplier per procedure for further testing. Updated fields: b4, g4, g7, h2, h3, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp by removing the solenoid driver board from the unit in question and assembling to another unit; the fse performed running tests after which it was determined that the cause of the unexpected shutdown is due to the solenoid driver board as the power source would not switch to battery power from ac power because the iabp unit turned off instead. The solenoid driver board is expected to be replaced and tested for replication on the unit in question. A supplemental report will be submitted when additional information is made available.

Event description:
It was initially reported that while in use in a patient the cs100 intra-aortic balloon pump (iabp) shut down. There was no harm or injury to patient and no adverse event was reported. Subsequently it was further reported that on (B)(6) 2019 around 7:00 pm, this iabp unit was used in the patient with acute myocardial infarction associated with reduction in blood pressure. Percutaneous coronary intervention was performed. The patient was transferred to intensive care unit (ICU) with connecting to this iabp unit and has been monitored. On (B)(6) 2019 at 1:31 am, it was noted that the monitor display got black out and pumping stopped without audible alarm. A nurse realized and reported to clinical engineer immediately. The iabp was once turned off and on again. The pumping was re-started approximately 3 minutes after the initial pumping stopped. However, reduction in blood pressure was observed in the patient. Then this iabp was replaced to another iabp. On (B)(6) 2019 at 2:31 am, this iabp was transferred from ICU to clinical engineering department in this facility and running test was performed to confirm this issue. On (B)(6) 2019 at 1:01 pm, the reported issue was replicated. This iabp was once turned off and on normally. Reportedly, the patient expired on an unknown date. Neither the cause of the patient's death nor the detailed information were disclosed. The relationship of the event to this iabp unit is unknown.

Manufacturer narrative:
The getinge field service engineer (fse) performed further testing on the unit in question and the reported shutdown issue was replicated. The cause of the issue was confirmed to be a failure of the solenoid driver board as reported previously. After replacement of the solenoid driver board, running test was performed with no issues. The fse advised that the iabp unit would be returned to the customer as cleared for clinical use. The suspected defective solenoid driver board will be returned to factory for root cause failure analysis.

Event description:
It was initially reported that while in use in a patient the cs100 intra-aortic balloon pump (iabp) shut down. There was no harm or injury to patient and no adverse event was reported. Subsequently it was further reported that on (B)(6) 2019 around 7:00 pm, this iabp unit was used in the patient with acute myocardial infarction associated with reduction in blood pressure. Percutaneous coronary intervention was performed. The patient was transferred to intensive care unit (ICU) with connecting to this iabp unit and has been monitored. On (B)(6) 2019 at 1:31 am, it was noted that the monitor display got black out and pumping stopped without audible alarm. A nurse realized and reported to clinical engineer immediately. The iabp was once turned off and on again. The pumping was re-started approximately 3 minutes after the initial pumping stopped. However, reduction in blood pressure was observed in the patient. Then this iabp was replaced to another iabp. On (B)(6) 2019 at 2:31 am, this iabp was transferred from ICU to clinical engineering department in this facility and running test was performed to confirm this issue. On (B)(6) 2019 at 1:01 pm, the reported issue was replicated. This iabp was once turned off and on normally. Reportedly, the patient expired on an unknown date. Neither the cause of the patient's death nor the detailed information were disclosed. The relationship of the event to this iabp unit is unknown.